Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display anomaly noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was going in and out. Customer stated that the screen states screen is going in and out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.